Event description:
Nellcor puritan bennett received a note with the unit on 1/28, that state vent just stopped working. After a follow up call co was informed the unit stoped cycling with all leds and a constant single tone alarm.